Manufacturer narrative:
The patient recovered. The myocardial infarction involved the target vessel, the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the investigator assessed the event as causally related to the index device and anti-platelet medication. Cec adjudicated mi as a q wave mi (target vessel) 3rd udmi spontaneous in the lad. Cec adjudicated revascularisation as a tlr pci that was clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 12 months post procedure the patient suffered nstemi with in stent occlusion due to thrombus. The patient was treated with medication and balloon and aspiration. The investigator assessed the event as probably related to the index device and anti-platelet medication. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.